Event description:
Reporting status: serious injury - required intervention. Reporting rationale: dissection requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that a xience v 2.25 x 28 mm stent was implanted in an lad lesion. It was found later that there was a long edge dissection at the proximal edge of the xience v stent; therefore, a xience v 2.5 x 28 mm stent was used to cover the dissection. The patient is reported to be doing fine. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering determined that dissection, as listed in the xience v IFU, is a known adverse event associated with coronary stenting, dissection is listed in the risk assessment as a no fault procedural complication. Dissection can be influenced by several factors, including, lesion characteristics, procedural technique, and device size selection. It should be noted that the IFU also states: implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent and may cause acute closure of the vessel requiring additional intervention. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.